Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed; a full inspection was performed and the unit burned in for several hours with no errors generated and no problems noted.

Event description:
A user facility reported to olympus that an error (B)(4) was generated, in addition, it was reported that an intermittent blank screen, color bar and red and blue snow were observed at different times for an image. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause was a malfunction of the endoscope cable and the reported event occurred because the signals on scope detection could not be transmitted from the endoscope to the video processor and false detection occurred.

Manufacturer narrative:
Upon follow up with the user facility, it was reported that the user facility determined the problem was not caused by the subject device. No further information was provided.